Manufacturer narrative:
The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the IV tubing that broke while attached to patient. The disconnection occurred below the pump segment between the safety clamp and the roller clamp. There is no harm to patient.